Manufacturer narrative:
Integra has completed their internal investigation on 7apr2016. The additional investigation activities included: methods: -review of device history records. -review of complaint history. Results: no review of manufacturing records could be made, as no size or lot identification was forthcoming, despite four requests for information. (B)(4). Conclusion: in the past, similar issues that resulted in fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection. The surgeon suggested the reamers and trials may be too small for the stems. This possibility is currently under investigation by product development. A definitive root cause cannot be identified at this time, but the root cause of the fracture has been identified previously as most likely related to the technique used for bone preparation and/or impaction.

Event description:
It was reported the device broke during insertion. It was reported patient impact and procedure impact is unknown. Additional information requested.